Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
The report from the field indicated that during a coronary stenting procedure, the product did not cross the targeted lesion. There was no reported patient injury. This was originally determined to be not reportable malfunction. Upon initial inspection, the returned product was found to have proximal stent struts uplifted. Additional investigation/information received indicated that he product was being used in a calcified lesion and may have caught on the calcium while being withdrawn. No further information is available.